Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was cracked while the device was in the user¿s pocket, after which the screen became unresponsive and the ilet was no longer functional; the affected component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed a stress-related problem associated with the touchscreen fracture. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.